Event description:
It was reported that a pump has a 'tube air detector error." It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation is in progress. When the evaluation is complete, a supplemental report will be submitted.